Manufacturer narrative:
The customer did not return any materials for investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek in range meter serial (B)(4). (B)(6). The laboratory reagent was stago neoplastin ci plus star. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.